Manufacturer narrative:
On (B)(6) 2020, customer reported one (1) false positive patient result with use of taqpath covid-19 assay kit. During investigation, the customer supplied two (2) software data log files on (B)(6) 2020, which were analyzed by thermo fisher scientific's r&d team on 02-nov-2020: (B)(4). One (1) false positive patient result was confirmed. The root cause was confirmed to be improper vortexing of the qpcr plate. Customer was advised to follow instructions per the assay's instructions for use concerning proper vortexing of qpcr plate.

Event description:
Customer's insufficient vortexing caused a false positive patient result. The false positive result was reported to thermo fisher scientific on (B)(6) 2020. The customer was advised to follow instructions for proper vortexing. There are no reports of serious injury, or death. Thermo fisher scientific was unable to confirm if results were reported out of the lab, and communicated to the ordering physician, and/or patients.